Event description:
It was reported that during a coronary stent procedure, the stent became caught on the tip of the guiding catheter. When the delivery system was removed, it was noted that the stent was broken. No pt injuries or complications occurred.